Event description:
Lead extracted due to chronic low r wave sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The lead was found covered in fibrotic growth approximately between 26.5 and 38 cm proximal to the lead tip. Calcifications are known to cause pacing thresholds. The insulation was found rubbed through 18 cm proximal to the lead tip and the conductor cable leading to the proximal ring electrode of the atrial dipole was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.